Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Inspection of the received complaint device of the elbow junctions, tubing to cuff adapters, revealed no separation. The quick connect o-rings and overall integrity of the connectors appeared to be in-tact with no visual indication of damage. The tubing was clear with no visual kinks, bends, or distress. Upon inspection of the entirety of the cuff and bladder there was a laceration present that cut through the stitching and bladder. Per the visual inspection results, functional testing was not necessary as the bladder was cut clean through disabling the cuffs ability to inflate and hold and maintain pressure. As functional testing was unable to be performed on the complaint device as the complaint device's bladder was lacerated, and in light of information provided by our field service representatives, the reported event was replicated by closing the receiving connector end(s) using the bpc-ptc flow tester, and/or angling the quick connect and forcing the dislodging of the o-ring(s). Using this technique both o-rings could be dislodged, thereby confirming the reported event. A review of the DHR could not be performed as the lot number was not reported. Therefore, the most likely root cause is improper connection to pump and/or mishandling post distribution from stryker's sustainability solutions. The instructions for use (IFU) state: warnings: it is important that the tourniquet cuff be applied at the proper location with adequate pressure for the appropriate amount of time. Avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff. Directions for use: before beginning the procedure, verify compatibility of all devices and accessories. Prior to surgery, select the proper sized tourniquet cuff by measuring the circumference of the patient's limb. This will avoid problems caused by a tourniquet cuff that is too small or too large. Secure the cuff fasteners to ensure that the cuff stays in place during the procedure. If the package is damaged or if it was opened and the device was not used, return the device and packaging to stryker sustainability solutions. Inspect the device for overall condition and physical integrity. Do not use the device if any damage is noted. Return the device and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the device was leaking. The o ring was taped to prevent leakage and when it hit 70 on the tourniquet machine it would leak and sound an alarm. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.